Event description:
It was reported that a spectrum pump would not power up when slide clamp was inserted during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not power up when slide clamp was inserted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an stuck upper hook switch, which caused the pump to not recognize an open door and not power on. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.